Event description:
A malfunction was reported on the pump, specifically indicating a malfunction code. Despite the issue, there was no adverse impact on the customer¿s blood glucose level. The customer had a new pump available but not yet set up, so they were advised to use multiple daily injections (mdi) as a temporary measure while the central technical support arranged to replace the malfunctioning pump.